Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. A synergy drug eluting stent was implanted. After three to four weeks, the patient came back and presented with chest pain. The stent thrombosed. Another stent was implanted. No patient complications were reported and the patient's status was fine.